Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate shocks for supraventricular tachycardia (svt), resulting in exhaustion of tachycardia therapy. The patient was hospitalized for monitoring. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.